Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patients device was in overdischarge. A company representative performed a deep cycle charge. The patient felt stimulation in the ribs and abdomen only. Stimulation was adjusted, but it didn¿t change from the rib/abdomen location. The patient stated that the physician had told her the lead had moved. The patient also wanted the battery moved as the pocket had been uncomfortable. The patient had a 40 pound weight loss. It was further reported that the patient had a revision on (B)(6) 2013. The lead had migrated up to t5. The lead was replaced and moved to t8. The patient had not been programmed yet.

Event description:
It was further reported that the patient was reprogrammed to have coverage of her back and left leg. The patient was satisfied with the coverage. The patient recovered with no sequelae.

Event description:
Further evaluation of the event determined that a portion of the event related to the overdischarge condition on the patient¿s implantable neurostimulator (ins) had been reported in manufacturer¿s report # 3004209178-2013-12125.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the lead found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of titan anchor 1 found no anomaly. Analysis of titan anchor 2 found no anomaly.

Event description:
Prior to the revision it was noted the implantable neurostimulator was ¿catching on chairs¿ and was painful. The lead was no longer providing relief as well. This was the reasoning for the patient to stop charging.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n331050, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.